Manufacturer narrative:
Electrode belt sn (B)(4) was returned for evaluation at the distributor. The reported problem (adjust belt messages, false asystole alarms) has been confirmed. The cause of the messages was isolated to the trunk cable. The root cause of the defective trunk cable was unable to be positively identified. No adverse event resulted from defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent check belt messages and false asystole alarms.